Manufacturer narrative:
Device not available for evaluation.

Event description:
The device was used during a colon resection procedure. Reportedly, the staple line did not hold. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.